Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated and the issue was not confirmed, as the customer did not make the device available for evaluation. 12 devices were evaluated in the field and the issue was confirmed; 5 devices had broken/damaged components, 5 devices had worn components, 1 device had loose components, and 1 device had a missing component. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 13 </noe> malfunction events, where it was reported there was reduced brake force. There was no patient involvement.